Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of redness and (B)(6) like-symptoms are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of erythema and (B)(6): malfunctions and adverse events the following malfunctions and adverse events have been reported, potential adverse events are included but not limited. Adverse events nodule, beading, granuloma, allergic reaction/hypersensitivity, (B)(6), loss/lack of correction, migration of the product/displacement, necrosis (caused by embolization and compression of blood vessels etc.), numbness/paresthesia, pain, abscess, infection, angioedema, discoloration/coloration, haematoma/ecchymosis, itching, inflammatory reaction, redness/rash, swelling/oedema, others (autoimmune disease, dizziness, deeper wrinkle/scar, dry skin, dyspnea, flu-like symptoms, headache, malaise, myasthenia, nausea, scar, symptoms of autoimmune/connective tissue disorders, syncope, vasospasm, vision abnormalities, etc.).

Event description:
Patient reported having been injected with unspecified juvéderm vista. Two months later, the patient was injected again with juvéderm vista ultra plus xc into the jaw by a healthcare professional. Two hours later, the patient felt "like a (B)(6)-like symptom." The symptoms became worse on the following morning and the patient's face got red. The patient felt that their condition became worse and was diagnosed with (B)(6) at another clinic. Patient was treated with an intravenous drip. Patient has had previous injections with juvéderm before at various clinic and this was the first time they developed such symptoms. Patient suspects if the symptoms were cause by "administration in a short period." Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00842 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm vista ultra plus xc, also a device manufactured by (B)(4).

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Patient reported having been injected with unspecified juvéderm vista. Two months later, the patient was injected again with juvéderm vista ultra plus xc into the jaw by a healthcare professional. Two hours later, the patient felt "like a (B)(6)-like symptom." The symptoms became worse on the following morning and the patient's face got red. The patient felt that their condition became worse and was diagnosed with (B)(6) at another clinic. Patient was treated with an intravenous drip. Patient has had previous injections with juvéderm before at various clinic and this was the first time they developed such symptoms. Patient suspects if the symptoms were cause by "administration in a short period." Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00842 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm vista ultra plus xc, also a device manufactured by (B)(4).